Manufacturer narrative:
The customer¿s reported problem was confirmed. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 will not turn on. Account name: (B)(6). Account #: (B)(4). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8015 not turning on with the watchdog led constantly on. Failure device type: failure problem type: failure mode: case resolution: - informed customer this is most likely due to the logic board, but could be the front case\ keypad. - recommended sending in for warranty repair. - customer will send in through the customer portal if replacing the keypad (on order) does not clear the fault. Ended call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports their 8015 not turning on with the watchdog led constantly on. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the logic board, but could be the front case\ keypad. Recommended sending in for warranty repair. Customer will send in through the customer portal if replacing the keypad (on order) does not clear the fault. Ended call.